Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pegasus¿ gn 18ga x 1.16in prn that the wing hub separated and are falling off. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 6320071. A review of our records determined that this is the only instance of a defective hub occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Unfortunately , the photo submitted for evaluation did not clearly display the mechanism and a physical sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use of the bd pegasus¿ gn 18ga x 1.16in prn that the wing hub separated and are falling off. There was no report of exposure, serious injury or medical intervention.